Manufacturer narrative:
Approximate age of device - 2 years, 3 months. It is unknown if the device was explanted from the patient after expiration; however, it was reported that the device would not be available to be returned to the manufacturer for analysis. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired due to sepsis. Patient presented with driveline infection with date of onset on (B)(6) 2018. Patient presented with coagulase-negative staphylococci in tissue culture and had fevers. IV antibiotics were administered as treatment. The lvad operated as expected and will not be returned for evaluation.

Manufacturer narrative:
Investigation summary: a correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.